Event description:
It was reported that after a myosure procedure for tissue removal, the physician performed laparoscopy and a "perforation (was) found at the midline point at the fundus". Treatment included cauterization. Additionally, the physician reported a "fluid deficit of 2,200cc". We have been unable to obtain add'l info surrounding this event. A hysteroscopy, tubal sterilization and a dilatation, (not hologic devices) were performed. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specs. Currently unable to establish a relationship or implant to the reported observation. If add'l relevant info is received, a supplemental medwatch will be filed. (B)(4).